Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12313. It was reported that noise on atrial and ventricular lead was observed via a merlin.net transmission. Upon evaluation, two events of inappropriate auto mode switch (ams) were noted. The episodes appeared to be environmental. No lead noise was reproducible. The patient worked with carpentry machinery regularly. Programming changes were made. There were no patient consequences.